Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was reported that after initial insertion of ablation catheter, bs- and ic- ECG showed artifacts on all leads (high frequency noise and signal loss). Replacement of the map cable with a new one without success, replacement of the stsf catheter with a new one with success. Lot number was 30869291l with ref: (B)(4) . Surgery was not delayed due to the reported event. No patient consequences. The signal interference (noise) was observed on all channels (high frequency noise and signal loss), carto® and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm during the issue, but after catheter change ECG signals were available. During the signal interference, the affected catheter was inside the patient¿s body. Bad/ no ECG all channels (bs and ic) is MDR-reportable.

Manufacturer narrative:
On 19-dec-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was reported that after initial insertion of ablation catheter, bs- and ic- ECG showed artifacts on all leads (high frequency noise and signal loss). Device evaluation details: visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device 30869291l number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).